Event description:
Per provider (B)(6), the end user called right after getting the chair, and stated that both right and left arms are bent, sending out new arms only. S/n (B)(4) per mandy didn't know if there was any freight damage. (B)(4).